Event description:
A surgeon reported that three weeks following intraocular lens (iol) implant surgery, a patient experienced a myopic shift and forward vaulting of the lens inside the bag. The first week the patient's visual acuity was 20/25. Two weeks later, his distance visual acuity was 20/40 and he refracted to -0.25-0.75x20. The patient reported he had been lifting heavy objects on the job. There was also a webbing of anterior capsule growing onto the lens. In a follow up, the surgeon reported she believes the anterior vaulting noted previously is due mainly to increased vitreous pressure secondary to the history of lifting heavy loads, but she also attributes some of it to lens epithelial cells. The vaulting is no longer present and the patient's vision is better. No further intervention is needed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis; the lens remains implanted. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).